Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('the coil in the abdomen') and duodenal ulcer ('gastrointestinal or digestive system condition type: duodenum ulcer.') In an adult female patient who had essure (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis, fatigue, sleep disturbance, anxiety, unilateral leg swelling, genital bleeding, abdominal pain upper, diarrhea, nausea, parity 3, paratubal cyst, adenomyosis and endometriosis. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: lexapro and buspar. Concurrent conditions included irregular menstrual cycle, bloating, abdominal discomfort, polycystic ovary, depression, pituitary adenoma, anxiety disorder and metrorrhagia. Family history included breast cancer (maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo provera) and omeprazole magnesium (prilosec). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced abdominal pain lower ("pain(lower side of right abdomen)"). In (B)(6) 2012, the patient experienced duodenal ulcer (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrheacramping)"). In 2012, the patient experienced migraine ("migraines/ headaches"), headache ("migraines/ headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fibromyalgia ("reproductive system disorder or condition type of disorder or condition: fibromyalgia"), hypoaesthesia ("neurological conditions or problems type: numbness and tingling in legs and feet") and paraesthesia ("neurological conditions or problems type: numbness and tingling in legs and feet"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies robotically assisted). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the device dislocation, duodenal ulcer, migraine, headache, fibromyalgia, hypoaesthesia, paraesthesia and fatigue outcome was unknown. The reporter considered abdominal pain lower, device dislocation, duodenal ulcer, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: there were three visible coils in the left and noted to be four coils visualized within the endometrial cavity in the right essure on the right extends into the right adnexa. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion(as per pfs); on (B)(6) 2008: the essure devices were noted to be coming off the bilateral uterine cornua. There was no fill or spill of either fallopian tube. (As per mr). Ultrasound pelvis - on (B)(6) 2008: impression: bilateral essure devices are present. The endometrium is not abnormally thickened. Ultrasound scan vagina - on (B)(6) 2012: impression: 1. Normal sonographic evaluation of the ovaries. 2. Essure devices are noted. The one on the left extends into the central endometrial canal, unchanged from the prior exams. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, abdominal pain, duodenal ulcer, abdominal pain lower, dyspareunia, migraine, dysmenorrhea, fibromyalgia. Concerning the injuries reported in this case, the following ones were described in patients medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('the coil in the abdomen') and duodenal ulcer ('gastrointestinal or digestive system condition type: duodenum ulcer.') In an adult female patient who had essure (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis, fatigue, sleep disturbance, anxiety, unilateral leg swelling, genital bleeding, abdominal pain upper, diarrhea, nausea, parity 3, paratubal cyst, adenomyosis and endometriosis. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: lexapro and buspar. Concurrent conditions included irregular menstrual cycle, bloating, abdominal discomfort, polycystic ovary, depression, pituitary adenoma, anxiety disorder and metrorrhagia. Family history included breast cancer (maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo provera) and omeprazole magnesium (prilosec). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced abdominal pain lower ("pain(lower side of right abdomen)"). In (B)(6) 2012, the patient experienced duodenal ulcer (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea cramping)"). In 2012, the patient experienced migraine ("migraines/ headaches"), headache ("migraines/ headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fibromyalgia ("reproductive system disorder or condition type of disorder or condition: fibromyalgia"), hypoaesthesia ("neurological conditions or problems type: numbness and tingling in legs and feet") and paraesthesia ("neurological conditions or problems type: numbness and tingling in legs and feet"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies robotically assisted). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the device dislocation, duodenal ulcer, migraine, headache, fibromyalgia, hypoaesthesia, paraesthesia and fatigue outcome was unknown. The reporter considered abdominal pain lower, device dislocation, duodenal ulcer, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: there were three visible coils in the left and noted to be four coils visualized within the endometrial cavity in the right essure on the right extends into the right adnexa diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion(as per pfs); on (B)(6) 2008: the essure devices were noted to be coming off the bilateral uterine cornua. There was no fill or spill of either fallopian tube. (As per mr). Ultrasound pelvis - on (B)(6) 2008: impression: bilateral essure devices are present. The endometrium is not abnormally thickened. Ultrasound scan vagina - on (B)(6) 2012: impression: normal sonographic evaluation of the ovaries. Essure devices are noted. The one on the left extends into the central endometrial canal, unchanged from the prior exams. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, abdominal pain, duodenal ulcer, abdominal pain lower, dyspareunia, migraine, dysmenorrhea, fibromyalgia concerning the injuries reported in this case, the following one/ones were described in patients medical record :device dislocation most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received: event injury nos was replace with event "the coil in the abdomen", events-" pain, vaginal bleeding, menorrhagia, apareunia, migraines, headaches, fibromyalgia, numbness and tingling in legs and feet, dysmenorrhea, dyspareunia, fatigue, perforation (uterus), duodenum ulcer"lot number, date of removal and events onset date added. Outcome of events "menorrhagia, vaginal bleeding, dysmenorrhea, uterine perforation, lower abdominal pain, dyspareunia, apareunia" updated to "recovered/resolved". New reporter, patient¿s dob and demographics, lab data, medical history, concomitant condition and drugs were added incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.